Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, b5, g3, g6, h2, h3, h6, h10, h11. Corrected sections: health effect ¿ impact codes-- code "2199" should be disregarded. The device was returned to the factory for evaluation on 04/11/2024. An investigation was conducted on 04/23/2024. The harvesting device, cable and adaptor were returned together attached. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. There were no visual defects observed on the any of the returned devices. A mechanical evaluation was conducted. An attempt was made to remove the cable from the harvesting device and the adaptor. The cable would not disconnect from the harvesting device or the adaptor. An engineer evaluation was conducted on 15-may-2024. The following is manufacturing engineering¿s evaluation of the complaint onetrack # (B)(4) hemopro2 extension cable (c-vh-4030), complaint onetrack # (B)(4) - hemopro2 adapter (c-vh4020), and complaint onetrack # (B)(4) - vh-4000 hemopro2 tool (90527943-01) which were all returned for the reported failure of ¿connection problem¿. Evaluation details: all three complaint devices were returned connected together. The hospital reported that after an endoscopic vein harvesting procedure, hemopro2 extension cable could not be disconnected from the hemopro2 tool. Also, the extension cable could not be disconnected from the hemopro2 adaptor. After several attempts, the hemopro2 extension cable was release from both the hemopro2 tool and hemopro2 adaptor without the use of tools. The hemopro2 extension cable was then reconnected and disconnected to both the hemopro2 tool and hemopro2 adaptor several times afterwards without any issues. The retractable latches on both ends of the hemopro2 extension cable (c-vh-4030) were examined under magnification. There was no apparent contamination observed. Refer to figures 1 (extension cable end that was connected to the hemopro2 tool) and figure 2 (extension cable end that was connected to the hemopro2 adaptor). The connector end of the hemopro2 extension cable, that was connected to the hemopro2 tool, was further disassembled to visually inspect the latch part. Unfortunately, the disassembly process caused the plastic latch part to crack and become distorted. There was no contamination observed on or around the latch. Refer to figure 3. Based on the returned condition of the device as well as the evaluation results, the reported failure "connection issue" was confirmed, the lot # 3000374163 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, hemopro2 extension cable could not be disconnected from the vasoview hemopro 2. The extension cable could not be disconnected from the hemopro2 adaptor either. Both ends of the cable were not budging. There was no patient harm or involvement.

Manufacturer narrative:
Tw ID (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to tw (B)(4) and (B)(4). The hospital reported that after an endoscopic vein harvesting procedure, hemopro2 extension cable could not be disconnected from the vasoview hemopro 2. The extension cable could not be disconnected from the hemopro2 adaptor either. Both ends of the cable were not budging. There was no patient harm or involvement.